Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported that three months following a cataract extraction with iol implant procedure, 11 patients reported that they do not drive at night due to their current eyesight. No further information is expected.